Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was unknown at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, prime test, excessive no delivery test, self test and unexpected restart error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump was received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring and minor scratches on display window noted.